Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. A visual and microscopic examination of the tip found damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A medium resembling blood was noted in the balloon. Due to the medium noted in the balloon functional testing was carried out. An encore inflation device was used to inflate the balloon to 16 atm. The balloon inflated and stent expanded successfully however during inflation air bubbles escaped out the port bond site and a tear was noted at the wire exchange port. A visual and tactile examination of the device found no issues along the hypotube. A visual and tactile examination of the inner, outer and midshaft section found a tear at the wire exchange port and a midshaft kink on the proximal side of the port bond site, 126 mm distal to the hypotube midshaft bond. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 26-apr-2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the calcified left anterior descending artery. After a non-bsc guide catheter was placed, a non-bsc guide wire crossed the lesion. Following pre-dilatation with a non-bsc balloon catheter, a 32x3.00mm promus premier¿ stent was advanced but failed to cross. The device was replaced with a 20x3.00mm promus premier¿ stent but it also failed to cross due to calcification. Subsequently, a 20x2.75mm promus premier¿ stent was advanced but also failed to cross. The procedure was completed after post-dilatation of another 20x2.75mm promus premier¿ stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a tear at the wire exchange port.